Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a device change out due to elective replacement indicator (eri), the pin was stuck in the implantable cardioverter-defibrillator's header. The physician attempted to tug on it, took out the set screws, applied silicone oil, and still could not remove the pin. High cautery unit and high gauge needle were used to force the lead out of the header. The lead was successfully removed with no further problems and the measurements was stable through the analyzer and through the can. The device was explanted and replaced. The patient was stable before, during, and after the procedure.